Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for proximal humerus fracture with the products in question. The medullary cavity diameter was too narrow and the nail got stuck during insertion. The light hammering was preformed at the surgeon's discretion, but it did not improve the situation, and he removed the nail at once. Deformation was observed at the proximal end of the nail. No medullary cavity reamers were prepared, so the surgeon used a hospital-owned drill tip to cut the medullary cavity and insert a nail. Drill and nail interfered during distal lateral stop. A post-insertion check confirmed that one of the distal locking screws had been inserted outside the nail. At the surgeon's discretion, the lateral stop inserted outside the nail was removed and the wound was closed. The surgery was completed successfully with 45 minutes delay. This report is for one (1) unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: distal humerus/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.